Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a change in therapy. Approximately 6 weeks prior to report the patient began having concerns about their therapy and drug infusion system. It was stated that there had been no reservoir volume discrepancies; everything had been ¿right on.¿ it was noted that an MRI was done and they ruled out an inflammatory mass (im)/granuloma and the catheter dye study was done on day of report, which the catheter was confirmed as patent. It was noted that the doctor thought a 10% dose increase for the patient was warranted as there had not been a dose increase for some time. The pump system was delivering clonidine. Additional information received reported patient was seen on 2014-04-09 by their healthcare provider for pain in lower back. It was noted that patient did fine after the pump was replaced about a year ago. It was noted that the patient did not have any increased pain or difficulties with what are now considered to be possible withdrawal symptoms occurring over the last two months. It had been much worse since the patient¿s last refill, but they were occurring intermittently prior to the last refill. The last dye study was done 3 years ago which was normal. It was noted that the tip of the catheter was at t2 and was evaluated; an MRI t-spine was done and did not show any catheter tip granuloma. It was noted that the patient was becoming ¿more and more dysfunctional¿ with respect to their usual activities of daily living. Patient had requested for intervention or significant changes in management to return to the level the patient was 3 to 6 months ago; which the patient considered to be good and with adequate pain relief. It was noted that the patient had increased their oral medications, but it had only been partially effective. The patient was complaining of pain located in the back neck, right hip and left knee. Patient admitted to nausea and painful joints. It was noted that the patient had decreased function, increased pain and excessive symptoms that were suggestive of withdrawal. The pain initially began in 2001-12-14 after a motor vehicle accident. It was noted that the pain was described as throbbing, numbing, burning, and stabbing. The severity of the pain is ¿8/10 average, 10/10 max, 7/10 least. The timing of the pain was continuous. It was noted that the pain was ¿improved by nothing.¿ it was noted that the pain was aggravated by activity, bending, lifting, walking and standing. Overall the pain had remained unchanged. It was noted that the pain interferes with general activity, mood, walking ability, normal routine, social activity, sleep, appetite, enjoyment of life, ability to concentrate. Imaging studies have included MRI and plain x-ray and treatments included narcotics and the intrathecal pain pump. Medications that have been utilized include non-steroidal anti-inflammatories, narcotics, and muscle relaxants. The relief that the medications provided was less than 20%, and no side effects of the medication. It was noted that the patient¿s heart rate was 80 and blood pressure 143/84. It was reported that the patient had a full workup including medication adjustments and MRI t-spine to rule out other functional problems with their catheter. It was noted the next step was a catheter dye study to assess for any leak extravasation or obstruction of flow. It was further reported that on (B)(6) 2014, patient had a programmable infusion pump catheter access port access/injection, fluoroscopic guidance, catheter dye study injection of contrast and catheter dye study shuntogram interpretation and supervision. It was noted that during the catheter dye study patient was given benadryl, pepcid and solu-medrol because of previous flushing and nausea after contrast studies. No preoperative antibiotics were required. It was noted that during the dye study, moderate difficulty was encountered inserting needle into the catheter access port with aid of the template as well as fluoroscopic view of the catheter access port. It was noted that it was primarily due to significant mobility of the patient¿s abdomen, although the pump was relatively immobile on the abdomen wall. The entry was confirmed and 2ml of cerebral spinal fluid (csf)/drug mixture was withdrawn and discarded. It was noted that visualization of the catheter at the proximal connection to the connection looked normal all the way through to the junction at the spinal entry. It was further noted that the catheter tip was followed up to t2 and seen to be in the dorsal midline with excellent myelogram developed with continued injection. The catheter was followed back from the distal tip back to the proximal. The result of the study was: normal pump dye study with normal aspiration, good flow and normal contrast study. The patient was reprogrammed to bolus back to the tip of the catheter and increased by ¿10%.¿ it was noted that further increase would be done at the office in subsequent weeks.